Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, the ligation band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, the ligation band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly only), and a visual evaluation noted that the handle slot did not show insertion marks of the trip wire. The suture thread was not returned. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Since the ligator housing was not returned, it is not possible to carry out a more thorough investigation to identify a problem in the deployment. Upon analysis of the handle assembly, it was found that the handle slot did not show insertion marks of the trip wire, indicating that the trip wire was not secured to the slot of the handle. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, suggests the possibility of incorrect cable tension at the time of deployment, which affected the device functionality. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.